Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed which observed the injection port was misassembled. The reported condition was verified. The cause of the condition was a manufacturing assembly related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp fluid path intravia container 500 ml capacity had a connection issue. The secondary set was not secured and easily removed from the port. The secondary set was falling out of the fluid bag. The issue occurred after the pharmacist dispensed medication to be drained into the empty container. There was no report of patient injury or medical intervention associated with this event. No additional information is available.